Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked during use in the adapter and catheter body. The following information was provided by the initial reporter, translated from portuguese to english: "the customer claims that a product is leaking and requests the exchange for another batch." "The leakage was noted in the adapter and in the catheter body."

Manufacturer narrative:
Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked during use in the adapter and catheter body. The following information was provided by the initial reporter, translated from portuguese to english: "the customer claims that a product is leaking and requests the exchange for another batch." "The leakage was noted in the adapter and in the catheter body."